Event description:
During a ligating procedure, the pateint, who had been banded in a previous procedure, went into an active bleed. The doctor suctioned and fired the device 3 - 4 times. Two bands fired; one band captured a varix. The remaining band did not fire. A competitor's device was then used that also misfired. The doctor then used sclerotheapy on the patient.